Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing gibberish. A field service engineer remotely accessed the system and removed the printer and existing drivers, then reinstalled the correct drivers and rebooted the system, which resolved the issue. Printing was verified successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was printing gibberish. There were no adverse events or injuries reported based on this event.